Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was an intermittent issue with no sound alerting from the pic ix computer external speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). The biomed was able to visually see alarms on pic ix computer but there was an intermittent issue with sound not audible from the external speaker. The reported issue was confirmed. A replacement speaker was ordered and sent to the customer site. The biomed responded stating that pic ix computer external speaker was replaced resolving issue, and no further assistance was required. Based on the information available and the testing conducted, the cause of the reported problem was a faulty external speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.